Event description:
I noticed my right breast is sore, pulling and drooping. I can feel discomfort under my breast implant. I googled the implant and noticed a recall but still have contacted. Can't move right arm freely. Arm is losing mobility due to pain in chest and arm when moving, also noticed pain in rib and lung.